Event description:
The customer reported that during a hysterectomy, alarms and red lights were observed after several contacts had been made by the dissector on a metal uterine manipulator. After the procedure, the surgical staff reported that there was a loss of insulation of the jaw liner on the dissector. The customer did not know if the jaw liner disengaged during the procedure or during the cleaning process. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted. The users guide for this instrument states: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure.